Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, the patient presented with grade 4 mixed mitral regurgitation (mr). Challenging anatomy included a dilated left atrium, billowing mitral leaflet, and a suboptimal transseptal puncture. A mitraclip was implanted. The mitral regurgitation (mr) was reduced to 2. There were no issues noted with establishing final arm angle (efaa) during preparation or during the procedure. No issues were noted with clip actuation, inability to open or close the clip. The clip was stable on the leaflets. The clip arms were confirmed to be perpendicular to the line of coaptation. Leaflet coaptation and insertion during the procedure was performed to ensure there was sufficient leaflet capture, and it was satisfactory in all views. All steps for preparation and procedure were performed per the instruction for use (IFU). The procedure was completed without any issue. There were no adverse patient effects or clinically significant delay. However, on (B)(6) 2022, a postoperative transthoracic echocardiography (tee) was performed and revealed a single leaflet device attachment (slda). The mitraclip had detached from the posterior mitral leaflet (pml). It was noted that prior to the slda, the device functioned as intended. The slda was noted to have been likely related to the pre-existing patient anatomy. There was no evidence of chordal rupture, tissue damage, or any other leaflet injury due to the slda. To stabilize the slda, an additional clip was attempted for treatment, but it was not deployed. The procedure was completed. There were no adverse patient effects or clinically significant delay. On (B)(6) 2022, the patient presented with grade 4 mixed mr, and a second mitraclip placement was urgently performed. An attempt to grasp the valve cups was performed, but difficulty was encountered. There was no evidence of chordal rupture, tissue damage, or any other leaflet injury due to the difficulty grasping. Difficulties visualizing the clip during the procedure was encountered due to the patient anatomy. Prior to lowering the grippers, difficulty grasping the leaflets with the clip arms occurred. After the grippers had been lowered, loss of leaflet capture occurred, and a decision to withdraw was made. The mitral regurgitation (mr) remained at 4. The steerable guide catheter (sgc) and the clip delivery system (cds) were removed from the patient, and the procedure was completed without any issue. There were no adverse patient effects or clinically significant delay. However, the slda resulted in a prolonged hospital stay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda) and poor image resolution appear to be related to the challenging patient anatomy (dilated left atrium, billowing mitral leaflet, suboptimal transseptal puncture). Additionally, mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr appears to be cascading effects of the slda. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.b3: date of event corrected h4: device mfg date corrected.